Manufacturer narrative:
The lot was manufactured from august 11 2022 to august 18 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a ¿tiny crack/hole¿ which resulted in iodine leakage. This was observed during use of the device for peritoneal dialysis therapy. The crack/hole was located at the base of the cap. A new cap was placed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.